Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient had low bg (blood glucose) values that reached 30-40 mg/dl and she passed out. 911 was called, she was given glucose tablets, and then ems (emergency medical services) arrived. Ems tested her bg levels with a finger prick and it was 69 mg/dl. Ems gave her an IV of glucose; she believes she was given dextrose through the IV. They also had the patient eat/drink, she had apple juice. The patient continued wearing the pod and received a communication error during operation later that night (after medical event) that resolved. The next morning, she woke up with her bg at 178 mg/dl, stated her normal bg range is 110-120 mg/dl. The pod started alarming while she was drinking coffee and not bolusing. The alarm was manually deactivated; there was no alarm code in her alarm history. The pod had been worn longer than 48 hours on the chest. A new pod was activated. The patient's blood glucose and insulin history is as follows: (B)(6).